Manufacturer narrative:
Internal reference: (B)(4). No information provided to date. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a diagnostic coronary procedure the manufacture's device displayed a partial image. Another catheter of the manufacturer was used to complete the procedure. A second device was used to complete the procedure. No patient injury occurred. Visual and microscopic inspection were performed on the returned device and damage was observed. Distal fillet was scratched. A section of the distal washer was exposed out of the scanner, as a result that portion of polyimide scanner material was missing along with a portion of the adhesive from the distal fillet due to the scratched surface. The probable cause of the observed missing polyimide scanner material and missing adhesive is the scanner was damaged, as evidenced by the scratch present at the distal fillet. It could not be conclusively determined by the investigation how the device was scratched. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because components were missing from the suspect device and it could not be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.